Event description:
Event a on may 27th, 2026, leica biosystems received a customer complaint stating that a tissue processing run on their leica histocore pegasus (serial number: (B)(6) had failed on (B)(6) 2026. The information provided indicated that the processing run had failed at the formalin step (s2) with the tissues being processed having remained in the reagent contained in reagent station s2 (formalin). The customer was advised by customer support to drain the retort and then remove the tissue from the retort using appropriate personal protective equipment (goggles, gown, gloves and mask). While attempting to drain the retort, the customer observed reagent leakage from the bottom of the instrument. When leica biosystems customer support was informed of this, the customer was advised to follow their site¿s procedure for vapor exposure. On (B)(6) 2026, leica biosystems service and application personnel examined the device at customer site. During this visit leica biosystems was informed that all patients had been diagnosed and no injury was recorded to the customer. On june 2nd, 2026 leica biosystems was informed by the customer that contrary to what was initially stated, during the event on (B)(6) 2026, twenty-one (21) patient samples could not be diagnosed. On june 16th 2026, leica biosystems received information from that customer that two (2) of the patients concerned will require re-biopsy. Despite multiple contact attempts leica biosystems was unable to obtain definitive information from the customer regarding the diagnostic impact or need for re-biopsy for the nineteen (19) remaining patients. Three separate reports are being submitted for this event: two MDR reports for serious injury to patients due to re-biopsy (your reference numbers: 8010478-2026-00006 and 8010478-2026-00007). One malfunction report for the potential diagnostic impact/need for re-biopsy for the remaining nineteen (19) patients (your reference number: 8010478-2026-00008). Event b on june 2nd, 2026, leica biosystems received a second complaint from the customer for the leica histocore pegasus (serial number: (B)(6). The customer stated that a processing run was abandoned at the formalin step (s2) on (B)(6) 2026. The specimens being processed remained in the reagent contained in reagent station s2 (formalin) until the following day and were removed from the retort on (B)(6) 2026. During the manual drainage of the retort reagent was observed leaking from the bottom of the device. On june 4th, 2026, the customer informed leica biosystems that fifteen (15) tissue samples processed in the run on (B)(6) 2026, were determined to be undiagnosable. On june 16th 2026, leica biosystems received information from that customer that two (2) of the patients concerned will require re-biopsy. Despite multiple contact attempts leica biosystems was unable to obtain definitive information from the customer regarding the diagnostic impact or need for re-biopsy for the thirteen (13) remaining patients. Three separate reports are being submitted for this event: two MDR reports for serious injury to patients due to re-biopsy your reference number: 8010478-2026-00010). One malfunction report for the potential diagnostic impact/need for re-biopsy for the remaining thirteen (13) patients (your reference number: 8010478-2026-00011).

Manufacturer narrative:
Investigation: after evaluation of the information available the investigating engineer, quality assurance & regulatory affairs has determined the following: based on the on-site inspection and review of log files, the following observations were made: both retorts showed severe corrosion, and the tubing connected to the s2 reagent station was found to be ruptured. The decalcifier used on site was identified as being primarily composed of a strong acid. The pressure curve in the log indicated a continuous increase in retort pressure during the delay phase, which is consistent with conditions observed when a strong acid decalcifier is introduced into the retort. Log records confirmed that drain failure and liquid level sensor errors occurred during processing runs on may 18 and may 26. These errors caused the processing protocols to abort, leaving reagents inside the retort. Conclusion: based on the findings from the on-site inspection and log file review, it was suspected that strong acid decalcifier was inadvertently filled into the reagent bottle at the s2 station during reagent replacement, or specimens were placed into the retort without thorough rinsing to remove residual decalcifier from the tissues over a long period of time. As a result, the strong acid entered the instrument¿s fluid circuit, leading to severe corrosion of the tubing and retort and an abnormal pressure conditions within both the air and fluid systems, resulting in damage to multiple components. Consequently, drain failures and liquid level sensor errors were triggered, leading to protocol abort. Ultimately, the tubing rupture caused reagent leakage onto the floor during manual drainage. Recommendation made to the customer: as the air and fluid systems have sustained damage, please discontinue use of the instrument until fse has completed repairs and confirmed normal operation. Please exercise caution when replacing reagents. Ensure that the reagent type and concentration are consistent with the station settings. Specimens treated with decalcifier must be thoroughly rinsed with water before being placed into the retort.